Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) noted it was similar to electromagnetic interference (emi) however it was occurring at 1 in the morning. It was noted that both the lead measurements were within normal limits. Technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.